Manufacturer narrative:
Device retained by site.

Event description:
Patient received an aortic valve replacement on (B)(6) 2015. This patient came back with an endocarditis infection and had a redo avr operation on (B)(6) 2018. Site reported moderate difficulty but no damage was done to the aortic root or lvot in removing the percival. There was a root abscess that was very superficial. The percival did not have to be cut out, but did have neo-intima growth over the stent which had to be peeled off to remove the stent. The stent was not embedded into the aorta. The abscess on the annulus was at the level of the inflow skirt, but the valve was not infected. The site reported there was leaflet thickening and commented that there was some vegetation growth on the valve. The patient did show signs of a fever. The patient had no previous endocarditis and was on antibiotics before the valve implant. The valve wasn't functioning properly, a high gradient was observed. The patient developed 3rd degree heart block prior to the redo procedure and will require a pacemaker, but otherwise is recovering as expected.

Manufacturer narrative:
The manufacturing and material records for the perceval sutureless aortic heart valve, model #pvs23, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova. The results confirmed that this valve satisfied all material, sterilization, visual, and performance standards required for a pvs23 perceval sutureless aortic heart valve at the time of manufacture and release. If streptococcus was present on the tissue valve before sterilization, it would be killed very easily by the liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde and alcohol, both of which are highly effective against streptococcus. The manufacturer has validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. Following routine sterilization, the valves are aseptically packaged in a solution that inhibits growth of microorganisms with steam sterilized closures and jars. The packaging process occurs in a vaporous hydrogen peroxide (vhp) decontaminated isolator; therefore, there is no risk of valve contamination post-sterilization. Each closure/jar containing the valve is integrity tested after packaging, thus ensuring a sealed barrier for the product to remain sterile during transport up until the closure/jar is opened. Due to the above reasoning and the large amount of time that had elapsed between implantation and the reported endocarditis (2.61 years, the reported endocarditis cannot be reasonably attributed to any factor intrinsic to the device in question. Based on this the root cause is determined to be not valve related. The most probable cause of the endocarditis leading to device failure is the patient condition or patient factors.